Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. Further analysis of the extrusion found that the distal pierce hole was elongated proximally to approximately 10 mm, which does not meet the maximum acceptable pierce hole elongation of 1 mm. The split extrusion caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length; the exposed cutting wire measured approximately 10 mm with the handle retracted. A functional evaluation found that the device does not meet the bowing specification of 90 degree minimum due to the melted extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. The condition of the returned incident device was consistent with the complaint that the cutting wire appeared too short and the catheter was torn. During manufacturing, the sphincterotome devices are 100% inspected and the torn catheter and altered exposed cutting wire length are likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure with stone removal. According to the complainant, when the device was bowed to perform the sphincterotomy, the cut wire appeared too short. Upon inspection, a tear was noticed in the catheter at the distal tip. The procedure was completed with another autotome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure with stone removal. According to the complainant, when the device was bowed to perform the sphincterotomy, the cut wire appeared too short. Upon inspection, a tear was noticed in the catheter at the distal tip. The procedure was completed with another autotome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.